Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted uneven aspiration for a1 aspirate probe. The fse changed aspirate probe tubing and noted all probes aspirating evenly. The fse cleaned wash pumps and valves after noting number one (1) wash pump binding. The fse changed the duckbill. The fse cleaned the dispense probes due to d1 having build up on it from a1 aspirate probe not aspirating correctly. All verification testing, including a high sensitivity system check, passed within specifications. In conclusion, the cause of the non-reproducible access accutni+3 results was due to a malfunctioning peri-pump tubing.

Event description:
The customer reported non-reproducible, elevated troponin I (access accutni+3) results for two (2) samples for the same patient on the unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer repeat tested the samples on the same unicel dxi 600 access immunoassay system and obtained lower results, within the normal reference range of the assay. The customer repeat tested sample number one (1) on an access 2 immunoassay system (serial number (B)(4)) and obtained lower results, within the normal reference range of the assay. The initial elevated access accutni+3 results were reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. Quality control (qc) was within the laboratory's established ranges prior to and after the reported event. The customer obtained a failing system check after the reported event. The patient samples were collected in lithium heparin gelled plasma tubes and serum separator tubes. Sample processing information, such as centrifugation time and speed, were not provided. No sample integrity issues were noted.